Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.

Event description:
It was stated that the insulin pump was exposed to moisture, and is no longer functioning. Nothing further was reported.